Manufacturer narrative:
The mammotome elite biopsy system is indicated to obtain tissue samples from the breast or axillary lymph nodes for diagnostic analysis of breast abnormalities. One mep10 probe was received on (B)(6) 2017 and investigated on (B)(6) 2017. The probe was received in good condition. Evidence of use in a procedure was evident on the probe. The probe was connected to a holster for functional evaluation. The probe initialized per instructions for use. During initialization steps, tissue samples were transported to the sample cup, assumed to be from noted procedure use. The customer holster was not returned for evaluation. However, based on product knowledge, the reported event could be caused by a lack of vacuum. Without the customer holster a root cause cannot be confirmed.

Event description:
The (B)(6) affiliate reported that needle did not receive any specimen to cart/box (sample management cup). Test initialization was ok. No patient complications.